Event description:
It was reported that during a pulse field ablation procedure, electrical cardioversion was performed and bradycardia occurred, which led to the initiation of ventricular pacing at a rate of 1000 ms. Shortly thereafter, episodes of early atrial flutter were observed. Ablation was performed at the tricuspid isthmus six times and at the mitral isthmus within the left atrium five times, and verification was conducted to confirm that the superior vena cava was not a trigger. Persistent atrial flutter was noted, as it did not terminate after multiple ablation attempts. During this period, two additional electrical cardioversions were performed, and although sinus rhythm was transiently restored, recurrent atrial flutter spontaneously occurred. The catheter was then replaced with radiofrequency mapping and ablation catheters for re-mapping and further ablation. The atrial flutter subsequently terminated. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 pulse select¿ pulsed field ablation loop catheter with lot 0013042612 was returned and analyzed. No anomalies were identified during visual inspection of the array, shaft, and handle. The catheter passed performance functional testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. In conclusion, the catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.